Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, arteriotomy locator and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip. The device is set to forward lock position. The anchor deploys. The device is reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device contained the anchor, collagen and tamper tube and was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the doctor attempted to close common femoral artery with an angio-seal device post peripheral intervention. The device was inserted appropriately and appeared to deploy the anchor correctly however, upon pulling tension the entire device pulled out of the artery. It was noted at that time by the doctor that the anchor had failed to exit the sheath and so when tension was pulled to seal the puncture site the entire device easily came out of the body. Manual compression was then used to achieve hemostasis. The device was then inspected, and it was verified that the anchor was still within the sheath and had failed to deploy even though it appeared through visual inspection that it should have. The type of procedure being performed was a peripheral intervention. The blood loss was less than 250cc. The reported event did not result in patient injury.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: terumo field clinical specialist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.